Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a different tube color which is pink compared from the other tubes. The customer indicated no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.